Event description:
The clinician reports the implant was inserted (B)(6) 2020 in the patient's mouth. On (B)(6) 2020, non-osseointegration was verified. The device was forwarded to the manufacturer. There were no reported patient injuries or complications.

Event description:
The clinician reports the implant was inserted (B)(6) 2017 in the patient's mouth. On (B)(6) 2019, loss of osseointegration was verified. The device was forwarded to the manufacturer. At the event the patient experienced: pain, mobility and bleeding. No further patient complications were reported.